Manufacturer narrative:
H3: product analysis: evaluation determined that the reported allegation of does not work properly and rust comes out when we blow it is confirmed. The likely cause of failure couldn't be determined. It was also noted that one bearing and spacers of the input drive shaft are missing, the shaft itself is pitted, front housing is worn, inside of attachment is heavily corroded making extraction of the output driveshaft and gear ring impossible, laser markings are faded, driver bearing needle is exposed, output drive shaft seized, driver gear ring is sticking, input drive shaft and driver gear sun are worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment did not work properly and rust was observed coming out of the device when it was blown. It was reported that there was no patient or staff impact.